Manufacturer narrative:
The reported event was addressed with phone support. Once they were able to identify the piece, they pulled it into the access balloon, where it was removed from the abdomen quickly through the airseal port. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a small piece of the tip broke off in the patient. The fragment was retrieved same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon used the sp robot to locate the plastic tip of the scissors. Once they were able to identify the piece, they pulled it into the access balloon, where it was removed from the abdomen quickly through the airseal port. The task being performed was inserting the scissors into the abdomen. The surgeon is unsure of the cause. The tip just fell off. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The tip was thrown away. There are no photos or videos available. The patient demographic information was not available.